Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was over 600 mg/dl. Customer treated their high blood glucose via insulin pump and manual injection. Customer advised they changed out their set and site. Customer advised they did not prime and realized they had high blood glucose. Customer was assisted with priming the tubing properly. Customer accidentally pulled the plunger and insulin spilled out. Customer was then assisted with priming the set completely without any issues.